Event description:
Customer initially reports they used a non-luxtec headlight in the mlx light source and experienced multiple incidences (3x) of severe burns (2nd degree burns) to surgery staff due to extreme temperature of light cord connector once removed after use. These three incidences occurred over a period of time between (B)(6) 2013 and (B)(6) 2013. The headlight the customer was using with the mlx is an integra-welch allyn coolvent headlight, product number 90230. On (B)(6) 2013 customer reports that there were actually two incidences. Customer reports this unit and 00mlx serial # (B)(4) were both used at the same time for each of two separate procedures and two separate procedures and two separate burn events. Sales representative reports the burns that he saw, were the result of the cables being pulled from the light source by the cable itself and not the strain relief. The cable snapped back and burned persons about the wrists, not the fingertips.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.